Event description:
It was reported that the patient fell on her implantable neurostimulator 3-4 months ago and since that time can only tolerate stimulation at a very low level without becoming uncomfortable. Combinations/electrodes 0, 3, 4 <(>&<)>15 revealed high impedance readings of >40000 ohms.

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted: 2009-(B)(6), explanted: unknown, lead model 3778-60, serial # (B)(4), implanted: 2009-(B)(6), explanted: unknown, programmer model 37743, serial # (B)(4). Recharger model 37752, serial # (B)(4).

Event description:
Additional information. The reporter stated, the lead was damaged. An x-ray either was going to be performed or had already been performed, but it was unclear which one. There was going to be a possible lead revision.